Manufacturer narrative:
The account's maintenance found that the hydraulic fluid reservoir was cracked and leaked all of the fluid out. He replaced the reservoir to repair the bed.

Event description:
The account's maintenance stated that the bed was leaking hydraulic fluid, it is lowered all the way down and flat and when he uses the bed functions, the manifold motor runs but nothing moves.